Manufacturer narrative:
The field generator / emitter was returned to the manufacturer for analysis. The generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9731203, lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the navigation system. While troubleshooting the issue, the rep found a completely loose communication / data cable at the strain relief connector. They tightened it and reseated the connections on the computer and uninterruptible power supply (ups). They checked out the interface box and it worked as intended. While checking the navigation accuracy, they found the navigation was a bit off. While doing a visual inspection of the emitter they noticed a crack on the top side. The rep replaced the emitter and the issue resolved. The tested the electromagnetic localization system on the software and the navigation was very accurate. They completed a full system checkout and all tests passed successfully, the system is fully functional and ready for clinical use. The manufacture date was not know at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the em tracking field was reduced. The manufacturer representative (rep) stated that they were unable to verify the straight suction. They checked the emitter details and found that the geometric error on the non-invasive patient tracker (nipt) was 1.5. After the procedure, the rep lifted the nipt into the air to be sure there was no metal interference. They reset the emitter with no change. They checked the em interface and it showed no faults in the emitter, but when checking the tracking coils of the instruments that were connected the system showed navigation errors on port 2. The probable cause of the reported issue was that this was an electromagnetic localization system fault. The next step was to replace the electromagnetic localization system. No patient was present at the time of the event. Additional information was received stating that no troubleshooting was performed at the time of the event. The suction was eventually able to be verified through standard verification. It was confirmed that the reported issue did not occur during a procedure.